Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that the architect i2000sr anti-hcv assay generated a non-reactive result on a female patient. The following data was provided. Architect i2000sr anti-hcv = negative (0.73 s/co); ortho = positive; riba innolia (rna) = c1++ ns4 +/- (negative). There was no report of impact to patient management.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. An investigation was performed in response to the customer's complaint. As a part of the investigation, retained samples (reagent kit stored at abbott laboratories) of the architect anti-hcv, lot number 59038hn00 were tested. There is no indication that the analytical or clinical sensitivity of the architect anti-hcv reagent, lot number 59038hn00 is compromised. Complaint and manufacturing records for the architect anti-hcv reagent kit, lot number 59038hn00 were reviewed. This review did not identify any problems in relation to the customer's observation. Based on the investigation, it was determined that the architect anti-hcv reagent, lot number 59038hn00, identified in customer's complaint, is currently meeting its safety, effectiveness and label claims. No product deficiency was found. This is the final report.